Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the guidewire and stylet could not be inserted in the lead. The lead was replaced. The procedure was completed without any adverse consequences to the patient.